Manufacturer narrative:
Explant date was corrected from (B)(6) 2017.

Event description:
Additional clarification was received and determined the ipg was replaced on (B)(6) 2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable due to battery depletion. The patient last charged the ipg over 6 months ago. The patient underwent surgical intervention where the ipg was replaced with a new one.